Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va06mqx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient had a loss or change of therapy. They thought the stimulator had quit working and they were not sure if it was helping or not. The stimulator stopped a couple days prior to report. The patient seemed to be leaking more than ever and it wasn't working like it did before. The programmer was showing low batteries. They had to change the batteries to check if the device was on or off. No information on diagnostics/troubleshooting, intervention, or outcome was noted. Additional information has been requested; if additional information is received a follow up report will be sent. Patient indication for use is fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer experienced a loss of therapy and was experiencing incontinence, so they wanted the manufacturer¿s representative (rep) to check the device. It was noted the hcp wanted to perform a banding procedure on the consumer¿s hemorrhoids and wanted to know if this was possible with the implantable neurostimulator (ins). On (B)(6), the consumer reported they had a gastroenterology problem because the area ¿down there¿ broke which was what the caused original leakage problem, and the implant never really helped it. It was noted the consumer moved and had a new doctor who banded their hemorrhoids which helped the issue so the doctor was possibly planning to do more, but wanted to consult with a rep. Regarding the consumer¿s implant as they didn¿t know if the implant was causing/contributing to the issues. The consumer believed the ins was never ¿centered properly¿ and wasn¿t in the exact/right place so it was off to one side so it had been raw and hurting on that side since implant. No further complications were reported.